Event description:
Major pump unit(s) involved: blood pump. Additional text: inflow cannula. Specific component(s) involved: inflow graft malfunction/malposition. Additional text: inflow cannula adherent to lateral wall of lv. Causative or contributing factor: no specific contributing cause identified. Intervention(s): replacement of inflow graft. Implant device type: lvad.

Event description:
Major pump unit(s) involved: blood pump.specific component(s) involved: inflow graft malfunction/malposition.